Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample. The dilator shaft was observed to be slightly curved, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling and plastic deformation at the sheath tip. The observed damage likely occurred due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported while attempting to dilate the vein during the PICC insertion, I was unable to advance the dilator through the skin, despite having a 'skin nick'. It was noted that the edges of the dilator were 'rough' and a new sterile dilator was used to dilate the vein.